Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 492 mg/dl. Customer has not been connected to the insulin pump as they off insulin pump therapy for months. Customer did not do troubleshooting for high blood glucose as customer just connected to the insulin pump. Customer had not yet treated for high blood glucose but states that they plan to treat with the insulin pump. Customer states after linking the meter, customer tested blood glucose and blood glucose were down to 383 mg/dl. The insulin pump will not be returned for analysis.